Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be removed. A review of the device's event history log found a record of system error 42,224 error. Functional testing was performed. Upon review, the reported problem was unable to be duplicated; however, the error code was found in the ehl. The software was re-downloaded to address the matter. B3 unknown

Event description:
It was reported that the device exhibited error 42224 and a red display. There was unknown patient involvement.